Event description:
About an hour after restarting, continuous veno-venous hemodiafiltration (cvvhd) machine alarming malfunction: air detection. Change in patient condition. Imaging complete indicating air embolism.